Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported the customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 532 mg/dl at the time of admission. The caller reported the customer had respiratory failure and was placed on dialysis two days prior to their hospitalization. It was also reported the customer passed away at the hospital. The date of the customer's death was (B)(6) 2015. The caller reported the customer experienced a heart attack, septic shock and diabetic ketoacidosis prior to their passing. The caller also reported the customer had kidney failure. The cause of the customer's death was due to septic shock and cardiogenic shock. The caller also reported the customer was not connected to the insulin pump at the time of their death. The caller stated the insulin pump was removed three days prior to their passing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Information has been updated which was not included with initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.